Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and loosening at the cement to implant interface, cement manufacturer is unknown. It was also indicated that patient first had a pfj, then was revised to attune tka. Patient had pain in patella region. He explanted and revised to attune fb stemmable 14x50. Doi: (B)(6) 2017; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.